Event description:
Event description: guidant received info that the physician had difficulty inserting the fineline ii lead into the header of this pulsar max implantable pacemaker (ipm). The ventricular pin was lubricated, and the lead was successfully inserted. A month later the device exhibited bipolar ventricular impedances of greater than 2500 ohms, and loss of capture. Since the pt is pt is pacemaker dependent the physician decided to replace the device.